Event description:
Customer reported a crack on the battery compartment and moisture visible behind the display screen. The blood glucose reading was 123 mg/dl. She stated that the insulin pump may have been dropped. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and broken battery tube threads. The device also was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.